Event description:
A cartridge change error was reported for the customer's pump. There was no reported adverse impact to the customer's blood glucose level. The customer, guided by technical support, attempted multiple corrective actions, including inspecting and cleaning the pump's cartridge area and trying a different cartridge, but the error persisted. As a result, technical support decided to replace the pump, provide additional cartridges as a goodwill gesture, and instructed the customer on using an alternate insulin therapy in the interim.